Event description:
International customer reported that a patient underwent a hernia repair adjacent to a previous colostomy incision in 2008. The small bowel was inadvertently compromised during this procedure. A suture fragment was visualized three months later, and removed; a second fragment was visualized and removed one week later. Clinical signs of an infection were confirmed four days later.

Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: adb199, mfg: 04/01/2008, exp: 01/31/2013. Lot: ab5dqgn, mfg: 02/01/2008, exp: 06/30/2013.